Event description:
The customer reported that during a routine check of the iabp, while they were plugging in the pressure transducer the iabp generated an alarm and locked up. No buttons were active. No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative visited the customer and pick up the unit to this shop. The service representative could not duplicate the event. The pump was returned to the customer facility so he could use their transducer cable to troubleshoot the unit. He found that the event was caused by the customer pressure transducer adapter cable. Customer ordered a new cable. The service representative performed all iabp calibration and performance test to meet factory specifications. Pump was functioning and it was released to the customer. (B)(4).